Manufacturer narrative:
By checking the production records of the custom-made device (B)(6) lot 2418043, no pre-existing anomalies were detected, thus we can state that it was manufactured up to specifications and in line with relevant checks. As the product details of the humeral stem are not available, the check of the production records is not possible. A final report will be submitted after the investigation.

Event description:
Revision surgery due to loosening of custom-made augmented glenoid+cor sup (product code 9618.14.171 lot 2418043) and standard humeral stem (product details unknown). The revision surgery was performed in (B)(6) 2025, with removal of the devices involved. A new custom-made device was requested to replace the explanted devices, but it has not been implanted yet. The previous surgery took place on the (B)(6) 2024, and it was a revision surgery due to infection of a previously implanted custom-made device (recorded as complaint (B)(4), not reportable to mhra). The patient is male, 44 years old, with a bmi of 38.06 this event occurred in the united kingdom.